Event description:
Report received from attorney stating "patient reportedly expired due to overdose of morphine after operator erroneously programmed the intended daily dosage as an hourly dosage. "No further information on this patient or device is available as of the date of this report pending litigation.